Event description:
It was reported that the patient presented to an operation room (or) to have their right atrial (ra) lead extracted. It was noted that the ra lead had dislodged into the ventricle and started inappropriately pacing it, causing ectopy. The ra lead was explanted on (B)(6) 2023, but not replaced. The patient was stable throughout the procedure.